Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. It should be noted that the thv was implanted via transcarotid approach. The sapien 3 ultra (s3u) thv with the commander delivery system (ds) is not indicated for transcarotid approach in the us. Therefore, this was an off-label operation. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst was unable to be confirmed since neither the applicable imagery nor the complaint device were returned for evaluation. The complaint description states, 'the commander delivery system balloon ruptured during inflation of the valve. The valve appeared to be fully deployed, and the delivery system was removed. Upon removal of the devices, the delivery system balloon appeared to be intact'. The balloon burst can potentially result from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume used). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcific nodules within the landing zones can impinge on the balloon during inflation, compromising the balloon wall structure even at low inflation pressures. In addition, over-inflation with excess volume can cause the inflation pressure to exceed the rated burst pressure. However, due to lack of device and relevant procedural/patient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left carotid tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured during inflation of the valve. The valve appeared to be fully deployed, and the delivery system was removed. Upon removal of the devices, the delivery system balloon appeared to be intact.